Event description:
"When inserting the stylet, the sheaths will not remove from the stylet." No patient injury. Prolonged surgery while surgeon cut sheath to remove stylet.

Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. If product is returned, evaluation will be completed and final report will be submitted.